Manufacturer narrative:
Although requested, the device associated with this complaint has not been returned and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted

Event description:
A customer reported that their AED is flashing red and reporting replace pads even though the pads don't expire until 11/30/2024. They reported that this did not occur during patient use.